Manufacturer narrative:
The device has not been returned for evaluation therefore, a failure analysis of the complaint device could not be completed. The cause of the reported malfunction has not been determined. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during a pylorus stenting procedure. According to the complainant, during the procedure, after inserting the device through the scope, while trying pulling back the outersheath of the device, it is believed the outer sheath was torn. The stent could not be deployed. The procedure was completed successfully with an unknown device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of this procedure was reported to be good.